Event description:
As the physician was positioning the device across the atrial septum, the device loosened from cable and embolized into the mpa. After several unsuccessful attempts to retrieve the device, the pt was taken to the or for surgical removal of the device and repair of the defect.